Event description:
Patient reported right side rupture and "change in color". Healthcare professional later reported right "double contour" and "mass which contains cystic components". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and change in color against an implant device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported rupture and change in color against an implant device. The device remains implanted.